Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation at 10.4 cm to 10.5 cm from the connector pin. The abrasion was consistent with friction of the lead to the device can. This contributed to the reported noise.

Event description:
It was reported that the right ventricular lead exhibited noise. Upon review of stored egms, episodes of noise reversion and high ventricular rate were observed. The patient was pacer dependent and experienced intermittent light headedness. The lead was removed and replaced successfully. Patient was stable before, during, and after, and will continue to be monitored.